Event description:
A surgeon reported that poor aspiration occurred when ia (irrigation/aspiration) was used during seven procedures. Each time, the problem was solved after the product was replaced with another one. There was no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).